Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install two digit widget external fixation systems. Patient reported 6 weeks post operative that he had an infection on 2 fingers and is on oral antibiotics.